Event description:
An error message of ¿replace sensor" was reported with the adc device via webform. As a result, the customer was unable to obtain readings and experienced symptoms of hypoglycemia described as tremors, seizure, and a loss of consciousness. A lab test of 40 mg/dl was obtained and the hcp administered glucagon for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.¿

Manufacturer narrative:
Additional information: section d4 (serial number) has been updated from (B)(6) to (B)(6) as per device received. Section d4 (device expiry date) & (device mfg date) have been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed for the reported complaint. Performed a source measure unit (smu) test to check that the returned puck¿s electronics were functioning properly. The returned puck was activated and was observed to move to state 4 (active paired), indicating the puck was correctly functioning. No evidence of a product malfunction was observed during the investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. It is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message of ¿replace sensor" was reported with the adc device via webform. As a result, the customer was unable to obtain readings and experienced symptoms of hypoglycemia described as tremors, seizure, and a loss of consciousness. A lab test of 40 mg/dl was obtained and the hcp administered glucagon for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.¿